Event description:
The customer reported the return line air detector (rlad) on their optia device had a "saw fluid too soon" alarm during prime for a procedure. There was not a patient involved in this incident because the reported alarm occurred during prime, before patient connect, therefore patient information is not reasonably known at the time of this event. This report is being filed due to device malfunction that has the potential to cause injury.

Manufacturer narrative:
Investigation: the terumo bct service representative verified the reported alarm in the run data log. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.